Event description:
Vanish point needle retracted when vaccinator attempted to deliver a 1st dose of pfizer. Due to this, the vaccine in syringe was wasted and the patient required another syringe to complete their dose. FDA safety report ID # (B)(4).